Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-01433 and 0144. This event occurred in the (B)(6).

Event description:
Allegedly the implant was causing unexplained pain. All tests came back negative but the patient agreed to a revision surgery. An advance cck was implanted at the revision of this tkr.